Event description:
Dealer advised enduser fell out the chair but could not provide any further information. Dealer advised enduser in facility. Dealer hung up received information from customer service representative. Update: the provider stated the arm was loose on the chair causing the user to fall out . There was not any injury

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.